Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that there were difficulties registering the patient, as the site was getting a value of 3.0 and 3.5 with every registration. It was noted that the doctor would then go back to check fiducial markers and they seemed off. Before the manufacturer representative went to the site, they suggested tracing but they were unable to perform a trace due to the thickness of the patient¿s hair. It was noted that the site decided to rescan the patient and try another registration but the same issue was still occurring. The manufacturer representative was able to get the registration down to a 2.9mm by adding anatomical touch points. It was noted that the doctor felt that it was an improvement and continued with navigation. While navigating, the doctor felt that they were still inaccurate, as the middle line looked good and the depth was good but they saw that the system was over a centimeter inferior to its actual location. It was noted that the doctor was touching the top of the sinus but it was showing that they were touching the lower part of the sinus. The manufacturer representative stated that they felt like it was the fiducial placement causing issues since they were placed on loose skin of the cheeks and temple region, as well as some of the fiducials being pushed during scanning. It was also noted that the patient was scanned in supine and operated on in the prone position. The doctor decided to continue on with navigation and just take into account the centimeter difference. There was less than an hour delay to the procedure. Additional information was received from the manufacturer representative. It was reported that the type of procedure being performed was a posterior fossa tumor resection. Navigation was aborted after touching anatomical landmarks were inaccurate. The manufacturer representative stated that a full resection was not performed, and the patient was scheduled to return for surgery on (B)(6) 2021. It was noted that the procedure was not entirely aborted, as the surgeon resected as much of the tumor as they felt safe doing so. The surgeon was going to attempt another surgery with a company representative present for fiducial placement. The manufacturer representative stated that tracing and merge point was attempted but point merge registration provided the best results.

Manufacturer narrative:
Correction - annex g code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was completed. Logs and archives were reviewed. Logs were unable to be extracted. The archive contained 3 mr exams and there was no plan or registration data in the archives. Few fiducials were placed on the loose skin area and temple area of the patient head. It looked like few fiducials were pushed while scanning the patient. Some area of the 3d model and the area around the few fiducials appeared as dented. It was suspected that the fiducials placement might have caused the issue, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.